Manufacturer narrative:
During an interventional carotid procedure, the stent of a 10 x 40mm precise pro rx stent delivery system (sds) could not be deployed. When viewed fluoroscopically, the physician noted that the black outer sheath was separated from the distal tip. The device was exchanged for a non-cordis sds and the procedure completed with no reported patient injury. Details regarding the location of the lesion, whether it involved the carotid bifurcation and the lesion characteristics were not provided. Details regarding the access site location and characteristics were not provided. A guidewire was advanced and the lesion pre-dilated. No difficulty was experienced while advancing the sds to the target lesion and no unusual force was used during the procedure. It is unknown if the sds passed through any acute bends during this advancement. Attempts to deploy the precise pro rx stent at the lesion were unsuccessful. Details regarding whether the user had maintained a fixed inner shaft position during deployment or whether any unusual force had been used during the deployment attempt were not provided. When viewed fluoroscopically, the physician noted that the black outer sheath was separated 22cm from the distal tip. The device was carefully removed and the physician was able to confirm that the entire system had been removed from the patient as a single unit. The device was exchanged for a non-cordis sds and the procedure completed with no reported patient injury. The product was not returned for analysis. A review of the manufacturing records for this lot of products revealed that it met specification prior to release. Without the return of the device for analysis, the reported customer complaint could not be confirmed and no determination of possible contributing factors could be made. According to the product instructions for use (IFU), users are instructed to unlock the tuohy borst proximal valve end connecting the inner shaft and outer sheath of the sds. They are to ensure that the sheath introducer or guiding catheter does not move during deployment. The IFU further instructs users to initiate stent deployment by retracting the outer sheath while holding the inner shaft in a fixed position. Based on the limited information available for review, it is not possible to determine what factors may have contributed to the reported issue. Based on the device history record review, there is no indication that the event is related to the device manufacturing process. Therefore, no corrective actions will be taken at this time.

Manufacturer narrative:
(B)(4). (B)(6). This device is not available for testing and evaluation. Additional information is pending and will be submitted within 30 days upon receipt.

Event description:
During stenting of an unknown target lesion with an unknown rate of stenosis, a 10x40 precise pro rx stent could not be deployed and the physician confirmed under fluoroscopically that the black outer sheath joined to the guidewire port separated at 22cm from the distal tip completely. The system was removed and a non cordis stent was used instead to finish the procedure. There was no reported patient injury. After the lesion was crossed with a guidewire (percusurge, medtronic) and pre dilation was conducted , a precise was delivered to the lesion. Then the physician tried to deploy the stent, but it could not be deployed although the outer sheath was withdrawn completely. The physician confirmed fluoroscopically that the black outer shaft jointed with guidewire port separated at 22cm from distal tip. The physician removed the delivery system carefully and confirmed outside the patient that whole system could be retracted completely. Therefore the device was removed from the patient as a unit. Another new stent was used instead and the procedure finished successfully. The product will not be returned for analysis. The intended procedure is unknown. It is also unknown if the intended lesion was located at the carotid bifurcation. The vessel diameter and the brand as well as the size of sheath introducer used are unknown. It is also unknown if the diameter of the unconstrained stent size was 1-2 mm larger than the vessel diameter. It is also unknown if the stent delivery system passed through any acute bends. It is also unknown if the delivery of the sds to the lesion was ipsilateral or contralateral. There was no difficulty encountered while advancing/tracking the sds towards the lesion and no unusual force was used at any time during the procedure. It is unknown if the user maintained a fixed inner shaft position during deployment or if any unusual force was applied during deployment of the stent.